Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) was extracted due to an infection and vegetation attached to the superior vena cava (svc) defibrillation coil of the right ventricular (rv) lead. Cultures were taken but the organism is not known at this time. It was noted that the initial attempted explant of the rv lead was unsuccessful with available resources. The lead was capped and later extracted at another facility. No further patient complications have been reported as a result of this event.